Manufacturer narrative:
D9: date returned to mfg 6/20/2024. One device was returned for analysis. Visual inspection showed a cracked syringe port and scratched screen. There was no evidence to review in the device's event history log. A functional test was performed, and the reported issue was duplicated. The probable cause of the reported issue was due to the motor. As a result, the motor was replaced. Service history review identified that the device was last serviced for an issue related to ¿physical damage¿.

Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited a system fault. The event occurred during testing. There was no delay in therapy, no patient involvement and no patient harm.